Event description:
The surgeon was using a twist drill in the pt's mandible to drill a pilot hole when it broke. The doctor made the decision of ot removing the broken portion from the mandible.

Manufacturer narrative:
Product is not available for evaluation. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.